Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed. Customer's blood glucose (bg) was in the 400 mg/dl range and manual insulin injections were administered to address bg. Pump system check was performed with tandem technical support and pump was functioning properly. Customer reverted to using manual injections for insulin therapy.